Event description:
Since flu season 2011/2012 hospital staff who cannot or who do not wish to take the flu shot are required to wear surgical masks while at work except on lunch break. This can be 13-14 hrs per day. Since I have had to wear the mask I have had chronic cough, sinus infection, chest discomfort, fatigue and increased stress. I feel like it is hard to breathe and like I am inhaling particles or fibers of the mask. I can find no data of how long a period it is safe to wear a surgical mask continuously. (B)(4).